Event description:
It was reported that during a lap sigma procedure, after firing, the device could not be opened. Surgeon had to cut out the instrument. Took a new instrument for the second resection. The patient is well.